Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the laser did not work during a surgical procedure. An external laser was used to complete the procedure with no harm to the patient.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company representative observed the system could have been rebooted to restore the laser function. The director of the facility decided not to reboot and the case was completed by injecting the silicone oil. No patient harm was reported. The company service representative examined the system and could not replicate the reported event. Unrelated to the reported event, the ar cleaned the slit lamp port. The system was then tested and met all product specifications. The system was manufactured on april 1, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).